Event description:
It was reported that the patient underwent a total scs system explant on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at their ipg site. Surgical intervention may be undertaken.